Event description:
Additional information was received that indicated that the generator was returned to the manufacturer for evaluation. During product analysis the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was initially reported that the patient was having a few breakthrough seizures. It is unknown at this time if they were having an increase in seizures or just seizures. The patient had their generator replaced the due to believing that it may be nearing end of service. Good faith attempts for more information have been unsuccessful to date. The patient is new to the physician and more information will be gained after the patient's next appointment.

Event description:
The patient had canceled their recent appointment. The physician does not have any additional information to provide. If more information is gained, it will be reported.

Manufacturer narrative:
(B)(4).